Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump batteries were needing replaced too frequently. The battery was not previously used. The battery cap was not loose, cracked, or damaged. This was the second occurence of a replace battery alarm less than 10 hours after the low battery warning. It was advised that the insulin pump would be replaced but could be worn until the replacement arrived.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Detailed trace analysis shows the insulin pump alarmed low battery and then power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance at the j6 printed circuit board. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, serial number label faded, pillowing keypad overlay and minor scratched lcd window.